Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Intermittent placement signal not reliable (psnr) alarms occurred. Pump remained in used until case end following successful pt wean off. The pump was returned. Returned data logs confirmed psnr alarm. The signal not reliable (snr) was low with spike to placement signal and contrast was pulsatile to snr being low. No other issues with other 5s parameters. The returned pump was unable to reproduce psnr alarms and was run for over 10 minutes while exhibiting nominal parameters. The cause of the optical signal issue was not determined since the returned device functioned/operated to specification during investigation and did not reproduce psnr alarms despite reported issues from the field. For additional details about the relation of the automated impella controller (aic) in the complaint, please refer to 25-42195-2. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention (hrpci). The pci was successfully supported by the pump despite the optical signal intermittently malfunctioning. There was no reported harm or injury to the patient.